Event description:
Caller states that, the pt tested 5.4 inr on the coaguchek system 1 and 7.9 inr on coaguchek system 2. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect system, however, caller states strips are not available for return.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.